Manufacturer narrative:
See medwatch 2032227-2014-58721 for information on an additional sensor. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 457 mg/dl. The customer stated she had sensor calibration issues and had developed a rash from the adhesive. Standard troubleshooting was performed. It was discovered that the customer uses the sensor in her leg, which is not recommended. The customer was sent a replacement sensor. The product is not being returned. Nothing further was reported.